Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the jaw of a force bipolar instrument would not open while instrument was in use inside of the patient. The instrument was not holding tissue at the time and removed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws of the instrument were not stuck on tissue when the incident occurred. The instrument release key was not used, and the instrument was removed normally without difficulty. There was no known collision. Instrument did not appear to be damaged prior to use and no fragment fell into the patient.

Manufacturer narrative:
The force bipolar instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The components adjacent to the dislodged wire do not show damage. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip. The probable root cause is a broken or dislodged conductor wire is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.